Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during the implant procedure the 4296 lead dislodged while the physician was slitting the sheath. A new 4396 lead and sheath were used, but the sheath could not reach the target position due to patient anatomy. A new sheath was used to implant the 4396 lead. No patient complications have been reported as a result of this event.